Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01jul2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the touch user interface pcba and battery to resolve the reported issue. The unit passed required performance verification tests per philips standards. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit had an error code message of battery faulty or missing. No patient involvement was reported.